Event description:
A hosp biomedical engineer (bme) reported that a pt's heartbeat dropped during a produce. Olympus does not know the events leading up to the occurrence or when the pt's heartbeat was actually lowered. Note that an olympus laparoscopic insufflator uhi-2 was being used with other unknown items during the case.